Manufacturer narrative:
As received, the reported specimen was returned reloaded into dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. Note: the product's original packaging and j-straightener were not returned with the specimen. The specimen presented an overall length of 150.3 cm and a finished diameter of .03265" to .03380". The distal tip of the specimen was missing. A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After receipt of permission, the polymer jacket was removed from the proximal 20cm to expose the metallic core wire and facilitate dimensional verification of the core wire shaft. The core wire shaft diameter was measured as 0.1920" which meets the specification of the standard wire not a stiff wire. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented no obvious anomalies beyond the missing distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented no obvious anomalies beyond the missing distal tip. There was no mention of the missing distal tip damage in the complaint narrative; therefore, the exact timing and the root cause of the damage cannot be confirmed as it may have occurred during the post event handlings. The returned wire was not representative of the complaint narrative as there was no mention of the missing distal tip and the wire was not returned with its original product packaging; therefore, the complaint cannot be confirmed. Please note, the damage observed is a representative result of exerting force when attempting to remove the guidewire from the dispenser without proper hydration. As noted in the precautions section of the dfu: ·the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. Additionally, the operational instructions indicate, "before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that physician preference factors as well as handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per (B)(4), it was reported that: he opened the zip stiff product, but found zip standard product inside, patient condition: good. Additional information provided 30 april 2024: 1. Are there any images to review while we wait for product return? No. 2. Was there any patient contact with the complaint device? No.

Manufacturer narrative:
Correction follow up: this follow up report is being filed to correct previously filed MDR 9680001-2024-00014. The following sections have been corrected: 1. Section d4, 2. Section g1.